Manufacturer narrative:
Additional information: visual and functional testing identified that the hex edges of the driver have been worn from what appears to be repeated normal use. The torque release mechanism inside the handle of the driver is functioning. This is consistent with wear over time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, physician was doing a l5- s1 posterior lateral fusion using instrumentation and placed a crosslink in between the screws. Physician went to torque down the crosslink on the lateral sides and the center nut but the crosslink stripped and broke into pieces. The driver was also stripped. The product came in contact with the patient. No patient symptoms or complications as a result of this event.